Event description:
Customer reported a elevated light scatter and r (review results) flags were generated for results on one level of reticulocyte c control when using the coulter lh 780 hematology analyzer. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. It is unknown if there were any erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
Review of information associated with this event has determined that the event is not reportable. Upon further investigation and discussion with the beckman coulter field service engineer (fse) that performed the evaluation on the instrument, it has been determined there was no malfunction of the rbc (red blood cell) diluent dispenser that was replaced. The part replacement was a proactive measure. Therefore, the cause of this event is unknown or no assignable cause. Upon recurrence of the unspecified malfunction, we do not have any available information that reasonably suggests that the reported malfunction would be likely to cause or contribute to a death or serious injury.

Manufacturer narrative:
On (B)(4) 2013, the field service engineer (fse) evaluated the instrument and replaced the rbc (red blood cell) diluent dispenser. The fse reran the controls and all three levels of reticulocyte controls recovered results that were within acceptable range and no flagged results. (B)(4).